Manufacturer narrative:
The device was not returned for evaluation however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, the locking screw would not lock into the plate and the screw pulled through the plate. The screw was not tightened further and left as is in the plate. One week later the patient underwent a revision surgery due to plate loosening. No additional patient complications were reported.

Manufacturer narrative:
The products were returned. The plate was returned with the screws. Visual examination of the parts that were returned did not show any overall gross deformation. However, there did appear to be some slight wear, most likely due to insertion. A radiographic image was provided that shows two screws that have pulled through the plate. Also, the radiographic image shows that two other screws did not pull through the plate.